Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported concord lift cage collapsed. How is the patient? Miserable. Does the patient have symptoms associated with the issue? Unknown. Images ¿ original surgery and follow-up. Is there a plan for revision? Yes. Implant part/lot number. 1978-09-021c. Implantation date; follow-up date. (B)(6) 2018; (B)(6) 2019. Surgeon name: dr. (B)(6). Next follow up plan.